Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared and damaged. The hypotube had detached 11.5cm distal to the strain relief and was kinked 1.5cm proximal and 1.5cm distal to the breakpoint. There were numerous kinks on the hypotube distal to breakpoint and the distal shaft was pinched 7.7cm and 12.2cm distal to the guidewire entry port. The stent was positioned on the balloon between the inner markers as per specification. Stent struts were intact.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited 70% stenosis). (B)(4).

Event description:
An attempt was made to implant a driver rapid exchange (rx) coronary stent system to treat a lesion in the lcx. The target lesion exhibited 70% stenosis. During the attempt to deliver the driver device the delivery system fractured. The delivery system was successfully removed together with the guide catheter and guidewire. Patient status post procedure was reported as stable and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to operational context (device detachment most likely caused during attempts to advance the device to the target lesion). Evaluation conclusions: operational context contributed to event (device detachment most likely caused during attempts to advance the device to the target lesion).